Event description:
During tonsil cautery, the tip of the electrocautery device became dislodged from the insulated cover. This resulted in an exposed portion of the electrocautery tool that came in contact with the patient's face that caused a small superficial burn (no blister seen) near the left commissure crease. Bacitracin ointment was applied. Pt is being followed at outside facility specializing in burns.